Manufacturer narrative:
Adverse event or product problem: corrected to adverse event in initial MDR. Outcomes attributed to adverse event: corrected to required intervention to prevent permanent impairment/damage in initial MDR. 'The lens touched the eye but was not fully implanted' corrected to 'reportedly, there was patient contact and the lens was explanted' in initial MDR. Type of reportable event: corrected to serious injury in initial MDR. Patient code 2199 correct to patient code 3191 (secondary surgical intervention, explant) in initial MDR. Device code 3189 corrected to device code 2993 in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens, -10.5 diopter tore/broke during injection. This occurred on (B)(6) 2019. The lens touched the eye but was not fully implanted. Reportedly, no patient injury occurred. The cause of the event is reported as user error. The reporter states that currently, the patient is waiting for a new icl to be implanted.

Manufacturer narrative:
Device evaluation: the lens was returned dry in the lens vial. There was clear surgical residue on the lens surface. Visual inspection found that the haptic and optic were torn. Claim#: (B)(4).